Event description:
Account alleged that the brake casters will brake at one end and on the other they tend to roll a little.

Manufacturer narrative:
Technician gave the account the part number for new casters. Account decided not to purchase new casters at this time. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.